Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No motor error or excessive no delivery alarms were noted. The motor passed motor test. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer's mother reported via phone call indicating high blood glucose readings and motor error alarm from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The mother stated that she received no delivery alarms on the insulin pump. The mother stated that she was tried to fill the cannula and received no delivery twice. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer will be sent a replacement pump.